Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennet customer support engineer (cse) verified the malfunction.

Manufacturer narrative:
A third party organization will perform service to this ventilator. Npb was not authorized to repair this ventilator.